Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level dropped to 30 mg/dl due to incorrect carbohydrate counting. The customer consumed sweets. The customer thought that the t:slim pump should have notified him of the low bg level. Tandem technical support informed the customer that this was not a function of the pump and bg levels would need to be manually monitored using a meter.